Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jan 12, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found a stress mark on the cartridge leading to cartridge tip damage with ophthalmic viscoelastic device (ovd) observed inside the cartridge. The lens module, handpiece, and plunger rod were inspected, and no issues were identified. The lens was observed to be coated in ovd and cut in half. The lens was cleaned, inspected, and damage was observed on the surface of one of the lens halves. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Corrected data: in review, it was noted that section h11 of the initial MDR report contained incorrect wording for the d6a and d6b fields. This supplemental MDR report corrects the error and updates these fields as indicated below: section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a lens malfunction during a procedure involving a preloaded multifocal intraocular lens (iol). It is unknown whether the lens was partially inserted or fully inserted, and the lens was subsequently cut out. There was no tip cartridge damage or haptic/optic damage issue reported. There was no report of user applying force to deliver the lens. There was no unplanned medical or surgical interventions such as vitrectomy, incision enlargement or sutures required. There was no patient injury or adverse events reported in connection with this incident. No report whether the device caused or contributed to the event. The procedure was completed using a backup lens of the same model and diopter. The patient outcome is unknown. No further information was provided.